Event description:
It was reported that the patient passed away with a head bleed after a fall on (B)(6) 2025. The pump was not explanted and would not be returned. The fall was not device related. There were no changes to patient condition or anticoagulation status that may have contributed as the patient was at goal at the time. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported bleed and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists adverse events which may be associated with the use of heartmate ii lvas, including bleeding and death. The IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.